Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer checked her blood glucose. The customer's blood glucose was 303 mg/dl. The customer did not observe any significant events leading to the alarm, stating that the device had not been dropped or exposed to any moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No anomalies found down arrow button sticking issued. The insulin pump received with cracked case at the reservoir tube window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.